Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one (B)(4) reload was received with the swing tab in the locked position, and the proximal 2 drivers up and the remaining drivers were down with staples present. Further analysis shows that the left gripping surface and the "doghouse" component of the cartridge were noted to be damaged and a dent was noted on the pan cartridge making the reload nonfunctional. No functional test could be performed due the condition of the reload. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A probable cause for the damage to the doghouse component and gripping surface indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, blade did not move forward after the cartridge was fitted. It was the first fire. There were no patient consequences.